Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000180642.

Event description:
It was reported that the patient is experiencing undesired stimulation in the rib area, causing discomfort. Programming has not resolved the issue. Surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.